Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be used in the bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. During preparation, upon opening the device, the nurse attempted to move the white tip of the catheter, but it became fractured. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event.